Event description:
It was reported that the bd alaris pump module smartsite infusion set have a hole in the tubing before use. The following information was provided by the initial reporter: we experienced a product failure regarding the following alaris tubing. It was found to have a hole in the tubing before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set have a hole in the tubing before use. The following information was provided by the initial reporter: we experienced a product failure regarding the following alaris tubing. It was found to have a hole in the tubing before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: one sample of material item 2420-0500 was submitted for quality inspection. The customer complaint of tubing damage / defective was verified by visual inspection. Evaluation of the infusion set was conducted by priming the infusions set and determining the location of the damage on the tubing. The infusion set leaked at a hole in the tubing immediately during priming. A device history record review for model 2420-0500 lot number 22033292 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the issue could not be fully determined based on the description of the failure from the customer. Examination of the sample indicated a cut in the tubing, however, it could not be determined how the cut in the tubing was created. The manufacturing location conducted an investigation on the cause of the damaged tubing and determined that the tubing may have been damaged during transportation. H3 other text : see h10.